Event description:
It was reported that within a few weeks of implant, the right ventricular (rv) lead exhibited high impedances when programmed rv tip to rv ring. An x-ray was performed, and the connections all appeared to be normal. The lead was reprogrammed, and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.